Manufacturer narrative:
The facility biomedical technician replaced the cpc connector. The facility did not request service for the system. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.

Event description:
The nurse reported that the cpc connector was found broken on the system. Additional information received from the nurse stated a posterior capsule tear occurred. When the nurse attempted to connect the anterior vitrectomy probe to the system, she found the cpc connector completely broken off. The surgeon was unable to perform the anterior vitrectomy. Three cases were cancelled. The nurse stated, no additional information will be provided.